Event description:
New information received states that the device was explanted and a new device was implanted with no complications during the procedure.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The root cause is a depleted internal battery due lack of charge. Patient stated they last charged the ipg 4 weeks ago and when they attempted to recharge 2 weeks after that they were unable to communicate with the ipg. According to the review of prodigy MRI IFU, 37-5143, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy. The ipg does not communicate with external devices. Troubleshooting was unable to address the issue. As such, surgical intervention may take place at a later date to address the issue.